Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer's wife alleges the unit is falling apart and the consumer allegedly fell out of the unit.

Manufacturer narrative:
Provider repaired unit on 4/26/2022. Provider replaced the wheels, charger and batteries and the unit is working properly.

Event description:
Consumer's wife alleges the unit is falling apart and the consumer allegedly fell out of the unit.